Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report (device code). Device evaluation the device was returned to zoll medical canada's service department. The device was evaluated and the reported malfunction was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Correction: the device was returned to zoll medical canada's service department. The device was evaluated and the reported malfunction (no power condition) was observed during review of the device history logs. However, the reported problem could not be duplicated with the device. The digital board, a system interconnection flex assembly and the main switch were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.